Manufacturer narrative:
Concomitant medical devices: 507153 x 2 leads implanted: (B)(6) 2016; rtp600242s ICD implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a recent device changeout procedure an alert was triggered for the right ventricular (rv) lead due to high and undefined rv coil impedances. There was also a few pacing impedances and rv defib coil impedances that were either out of range or had large changes/variances in measurements. Isometric exercises were performed with moderate lead noise noted during pushing, and no lead noise during pulling. The rv lead remains in use. No patient complications have been reported as a result of this event.